Event description:
It was reported the customer had high blood glucose. Customer's blood glucose was 406 mg/dl. The customer also believed their insulin pump was not delivering insulin to their body. Customer's call was transferred before additional information could be collected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-94109.